Manufacturer narrative:
Response to FDA regarding h10 number.

Manufacturer narrative:
The device has not been returned to date and no photographic evidence was provided. Therefore, the reported event can not be verified. If the device is returned at a later date, the investigation may be updated and reanalyzed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 5 reports, regarding 5 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: do not directly secure the cable with metal instruments to surgical drapes. Activation of the device in contact with metal instruments may cause burns at the tissue/instrument interface. Do not permit cables connected to associated electrosurgical accessories to be parallel to or in close proximity to the leads of other electrical devices. To avoid burns never allow cable associated with this device to be in contact with skin of patient or touching operator. To prevent burns, do not activate the electrosurgical unit if the tip of the malleable tube is not in a position to deliver energy to target tissue. Prolonged use of the handpiece causes the tip to become very hot and the tip remains hot for a period after use. Do not allow the tip to come in contact with the patient or others after activation to avoid burns. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.

Event description:
This complaint was created due to the receipt of a medwatch report (B)(4) received on 27oct25. A search of the complaint system has not found a complaint reported for this device during this timeframe. The report was found to be written against the 134006, handpiece handcontrol malleable handpiece,6". The incident occurred on (B)(6) 2025. The report states that ¿during this patient's procedure, the argon beamer handpiece was not working. Staff checked both tanks and the handpiece still did not work. The argon machine was removed from the or and was replaced by a new machine. The handpiece started working and was used throughout the remainder of the case. At one point, the handpiece was dropped on the drape and the scrub tech noticed that there was a hole burned in the drape. The handpiece was examined, and a lateral ~1 cm portion of the black insulating material close to the tip was melted, exposing the silver metal portion underneath. The patient's skin was examined after the drapes were removed and a ~1 cm sized dark lesion/burn was noted on her upper right thigh. According to staff, these handpieces regularly deteriorate throughout the procedure, though this is the first time where the tip was noted to have fully melted.¿ per further assessment it was reported that the degree of burn is "unknown but appeared superficial approx. Size of a pea." There was medical/surgical intervention required for the patient. There was a slight delay when changing out the devices. The device was inspected for use by a "scrub person." Conmed abc® electrosurgical generator serial number (B)(6) was the generator used at the time of the event and will be listed as a concomitant device and there was no allegation against it. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.